Manufacturer narrative:
No damaged found on the returned device. Alarms: (B)(6) 2021 10:03:41 am medium alarm displayed: external power source faulty. (B)(6) 2021 10:03:43 am medium alarm acknowledged: external power source faulty. Performed functional check. The customer stated problem was confirmed for device recognized ac adapter when it is not plugged in but did not verified for device power off. It determined that a faulty microprocessor board is the root cause of the issue. Replaced microprocessor board. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device recognizes ac adapter when it is not plugged in; device also powers off. No patient injury was reported.

Manufacturer narrative:
Other, other text: corrected data b1, corrected data: corrected data b1-product problem.